Manufacturer narrative:
Upon receipt, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an integrated circuit (ic). Detailed analysis confirmed that the ic issue created the high current condition and the reported inability to interrogate this device.

Event description:
Boston scientific received information that at a follow up this implantable cardioverter defibrillator (ICD) was not interrogated. The patient reported beeping tones. The ICD was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon analysis, this event will be updated.

Event description:
--